Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress with damage) issue. It was reported that the battery compartment was cracked and there was moisture ingress behind the screen. It was also reported that there was no power. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 10/10/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/16/2016 with the following findings: pump returned with corrosion in the battery compartment & moisture behind the display lens. Battery compartment is cracked below the bumper pad. No damage found to the returned battery cap. The audio bolus button cover is missing on the pump. Returned battery cap fully attaches to the pump with no yellow o ring showing. Pump has no audible & no vibratory features & display screen remains blank and does not go to verify screen. The attempt to download the pump history and black box was unsuccessful. Pump fails leak test due to audio bolus button leak & battery compartment leak. Removed cover; internal moisture damage was present in pump unable to complete all required investigation steps due to internal moisture damage in the pump.